Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ sterile luer slip syringe there was an issue with labeling error. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: it has been received 1 sample of 1ml ls lot 1803005 with open blister for investigation. Upon visual inspection of this sample, it can be observed the barrel is not marked, the scale and logo are missing. It can also be observed a damage on barrel flange. This damage shows that the barrel resulted caught in marking machine and for that reason it was not marked. DHR of lot 1803005 has been reviewed not finding any annotation or deviation regarding the alleged defect. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. Final products in this manufacturing line, for this reference and lot size ( 22 pallets) are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection -molding: 2 injections per shift -printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift -assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift -primary packaging: 1 advance-step (with product) per hour, after any intervention in the equipment, and once at the beginning of the shift. -secondary packaging: 1 shelf-package per pallet 2.functional inspection -printing: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. -assembly: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. -primary packaging: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is the barrel resulted caught and it was not marked without being detected. On the other hand based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on the following aspects: -inspections done by operator and quality team during manufacturing process. -no quality notifications related with missing scale were observed during manufacturing of reported batch.

Event description:
It was reported with the use of the bd plastipak¿ sterile luer slip syringe there was an issue with labeling error. There was no report of injury or medical intervention.